Event description:
It was reported that the patient received twelve inappropriate shocks due to a fracture of the right ventricular lead. The lead integrity alert had triggered for high impedance and oversensing. The lead was partially removed, capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression.